Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A4) unknown as information was not provided. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p070016. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: after the deployment of the graft it was very difficult to pull the trigger wire. During this attempt the graft pulled caudal and overstented the coeliac trunk. After 3 hours it was possible to cannulate the trunk. Patient outcome: the patient required additional procedures due to this occurrence: "3 hours to cannulate the trunk". According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Summary of investigational findings: based on the information provided it was not possible to determine the root cause of the reported event. Examination of the returned delivery system showed no marks or scratches on the green trigger wire knob. This indicates that the user has not been rotating the green trigger wire knob, which is consistent with the IFU. According to imaging review the distal end of the tapered tx2 proximal component was implanted lower than usual, extending past the celiac artery origin. But other than demonstrating significant but not extraordinary tortuosity, the images provide no explanation as to why trigger wire removal was difficult. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.